Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was deep vein thrombosis (dvt) with massive pulmonary embolism (pe), and the need for thrombectomy. An ivc venography study demonstrated patency of the inferior vena cava and delineated the origin of the renal veins. The optease filter was placed below the renal veins and subsequent venography demonstrated appropriate positioning. There were no apparent immediate complications. After the successful placement of the ivc filter, angiojet thrombectomy of the right femoropopliteal vein, and thrombolytic therapy with tissue plasminogen activator (tpa) in the above-mentioned venous segments and balloon venoplasty in the right femoropopliteal veins. There was presence of significant veno-sclerotic disease with high grade stenosis in the femoropopliteal system on the right and presence of occlusive dvt in the right femoropopliteal vein. The filter subsequently malfunctioned including perforation. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation. Per the implant records, the filter was indicated for deep vein thrombosis (dvt), massive pulmonary embolism (pe), prophylactically, prior to thrombectomy. Using ultrasound guidance, the left common femoral vein was accessed using a micro puncture needle. A sheath was inserted and a catheter advanced into the inferior vena cava (ivc) for ivc venography study, performed for imaging and guidance. This study demonstrated patency of the inferior vena cava and delineated the origin of the renal veins. The optease filter was placed below the renal veins and subsequent venography demonstrated appropriate positioning. There were no apparent immediate complications. After the successful placement of the ivc filter, the patient underwent ultrasound guidance, fluoroscopy venography of the right popliteal vein, femoral vein, external and common iliac veins, angio jet thrombectomy of the right femoropopliteal vein, thrombolytic therapy with tissue plasminogen activator (tpa) in the above-mentioned venous segments and balloon venoplasty in the right femoropopliteal veins. There was presence of significant venosclerotic disease with high grade stenosis in the femoropopliteal system on the right and presence of occlusive dvt in the right femoropopliteal vein. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years after the filter implantation. The patient further reports perforation of filter struts outside the ivc and experienced anxiety related to the filter.